Manufacturer narrative:
Correction made to g1: device manufacturer name: baxter healthcare - dominican republic (previously submitted as baxter healthcare - haina). Correction made to g1: device manufacturer address 1: carretera sanchez km 18.5 (previously submitted as piisa industrial park antigua). Correction made to g1: device manufacturer address 2: parque industrial itabo, piisa (previously submitted as carretera sanchez km 18 1/2). H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed and no leaks were observed. Pull test was performed and no separation was observed. The set was submitted to functional testing by evaluating the cassette in a cycler machine, the sample was subjected to the therapy process and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location of the homechoice cassette that led to this alarm. The leak was further described as "cassette condensation". Renal therapy services assisted the patient to end the therapy session and contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.